Manufacturer narrative:
The device was not provided for evaluation; the data logs were provided for the evaluation. The customer's report was observed during review of the device data logs. However, without receipt of the device or electrode pads, root cause could not be firmly established. It was recommended to replace the pads. Analysis of the reports of this type has not identified an increase in trend.

Manufacturer narrative:
This device has a UDI; some information was not provided and is unknown; therefore, a complete UDI cannot be provided. Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during biomed testing, the device did not detect the electrode pads. Complainant indicated that there was no patient involvement in the reported malfunction.